Manufacturer narrative:
The technician inspected the bed, tested all functions and could not duplicate the alleged malfunction.

Event description:
Info received indicates a pt allegedly fell while trying to get out of bed and the bed exit alarm did not work. No pt info was released by the account.